Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleged patient having acute bacterial parotitis, throat problem and runny nose. The medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found small black spots on the modem flip cover. The manufacturer visually inspected the device internally and found evidence of dust contamination, particularly on the blower impeller and the interior of all enclosure pieces were found during device evaluation. No evidence of sound abatement foam degradation was observed. The device's event logs were downloaded and reviewed. The manufacturer found evidence of one error occurring. The manufacturer concludes there was no evidence of sound abatement foam degradation. The device has evidence of dust contamination.